Manufacturer narrative:
Concomitant medical products: product ID addrl1 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated that there was frequent undersensing of the atrial lead during atrial high rate episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.